Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 12 am for a high blood glucose level of over 440 mg/dl. The customer's father reported a motor error alarm on their insulin pump. The customer was wearing the pump during hospitalization. The father was advised that the customer needs to call back so trouble shooting can be preformed on the pump to dissect the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.